Event description:
A male pt with extensive hepatocellular carcinoma scheduled for liver resection. Total intraoperative time was about 18 hrs. Surgery was initially booked for approximately 6 hrs. Surgery was extremely difficult with massive blood loss -35 liters of blood loss, replenished 32 units of prbc, in addition to ffp, cryo, platelets.- about 12 hrs into the surgery, we decided to switch the anesthetic vaporizer from sevoflurane to isoflurane on the drager fabius gs machine. The extra desflurane vaporizer was removed and the isoflurane vaporizer was loaded and locked. Shortly afterwards -about 10 mins- the pt suffered from extreme hemodynamic instability most likely from massive blood loss. Epinephrine and atropine was given to stabilize his vital signs, allowing us to continue massive blood transfusions. The instability of the case required three anesthesiologists to take care of the pt. We also had to decrease the level of anesthetic vapors administered to an "amnestic dose." We had noted that the end tidal isoflurane measurements was not detected during this time. We had continued to troubleshoot why we were missing isoflurane measurements during the time of hemodynamic instability. It was not until approx 45 mins to one hr that we had noticed that the isoflurane vaporizer was not locked properly on the anesthetic machine. The locking mechanism on the machine was in the proper location, but the vaporizer was positioned slightly higher than the adjacent vaporizer. Isoflurane was repositioned and relocked into place. Our end tidal isoflurane finally registered measurements. Additional benzodiazepines were given to deepen our anesthesia. The pt had an epidural that administered analgesia throughout the case. After the case, we had interviewed the pt for intraoperative awareness. The pt had confirmed hearing parts of the conversation. Luckily he was not in pain nor was he distressed. Diagnosis or reason for use: anesthetic vaporizer for administering anesthetic. Event abated after use stopped or dose reduced: yes.